Manufacturer narrative:
B5: event description was corrected. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient came in for a routine follow-up and the physician noted a tic attached to the patient directly over his generator. The tic bite more than likely caused the infection of the device. Diagnostics/troubleshooting included removing the tic by the physician and the area was cleaned with alcohol. The issue is not resolved as the patient has a return of tremors as result of explantation. The entire system was explanted and were discarded by the customer. The healthcare provider has increased his parkinson's medications to try and help the tremors until the infection is cleared and the device can be reimplanted. No further complications were reported or anticipated with this event.

Manufacturer narrative:
Continuation of medical devices: product ID 3708660, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2018, product type extension. Product ID 3389s-40, lot# va0jfxw, implanted: (B)(6) 2014, explanted: (B)(6) 2018, product type lead. Information references the main component of the system. Other relevant device(s) are: product ID: 3708660, serial/lot #: (B)(4)v, ubd: 02-sep-2018, UDI#: (B)(4); product ID: 3389s-40, serial/lot #: (B)(4), ubd: 11-mar-2017, UDI#: (B)(4). Date of event is an approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient came in for a routine follow-up and the physician noted a tic attached to the patient directly over his generator. The tic bite more than likely caused the infection of the device. Diagnostics/troubleshooting included removing the tic by the physician and the area was cleaned with alcohol. The issue is not resolved as the patient has a return of tremors as result of explantation. The entire system was explanted and were discarded by the customer. The healthcare provider has increased his parkinson's medications to try and help the tremors until the infection is cleared and the device can be reimplanted. No out of box failure was reported. No symptoms were reported. A replacement was sent to the patient. No further complications were reported or anticipated with this event.